Manufacturer narrative:
Concomitant products: 305u225 tissue valve; 310c27 tissue valve, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was observed with under sensing. The lead remains in use. No patient complications have been reported as a result of this event.